Event description:
During product eval by baxter, the infusion pump was found to contain an inoperative "channel select" button on the channel "c" pump-head module keypad. This event occurred during service. There was no pt injury or medical intervention associated with this event.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available.